Event description:
The nurse inserted catheter without any problems. When she went to remove the needle, it was difficult to disengage. When the needle was finally able to be removed, it separated from the grey tab and the nurse was stuck on one of her fingers on her left hand with the contaminated needle. Blood borne pathogen, hepatitis b, hepatitis c and hiv testing were performed on the clinician. The results of these tests are not yet available.

Manufacturer narrative:
The sample is not available for eval. If add'l info is rec'd, a supplemental report will be submitted. (B)(4).